Manufacturer narrative:
Study event. There was no xact stent malfunction reported. Vasospasm is a known potential adverse effect associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event. The stenting procedure is being filed under a separate medwatch report. (Reference xact stent part #82087-01, lot # 446961).

Event description:
Device malfunction: none. Symptoms/ae: vasospasm. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the patient experienced a spasm distal to the stent, but proximal to the filter. The spasm was treated with intra-arterial nitroglycerine with complete resolution. Two days post-procedure, the patient had a left internal carotid artery stenting procedure and four days post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.